Manufacturer narrative:
A steris service technician inspected the sterilizer and found a pin size hole in the trap cool down water line. The technician replaced the water line and confirmed the sterilizer to be operational. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.